Event description:
The pt fell, "but didn't hit anything." The therapy was "not good." In early (B) (6), impedances were all fine. Current therapy impedance was >2000 ohms with 0- and 1+. Electrode impedances measured >2000 for all pairs except 0-c, 1-2, and 2-3. Only 3-c had a current reading of 12. All others were higher than 12. The pt's second device was reported to be fine. Additional info has been requested, a f/u report will be sent if additional info becomes available. See MFR's report # 3004209178-2010-01160.

Manufacturer narrative:
(B) (4).